Event description:
Patient was undergoing a transanal rectal resection. The stapler by ethicon, transtar str10, 2 staplers (lot: #1 f4n73f and #2 e4m96j) malfunctioned while stapling. The physician noted there was incomplete firing of the stapler and staples did not form along one corner of the staple line and the staple line was not intact. Manual suturing was performed over the open staple line.